Event description:
It was reported that a titanium adapter was leaking. This occurred during the second cycle of peritoneal dialysis (pd) therapy. The reporter stated that the patient noticed leaking, and air sucking into the patient¿s abdomen. The patient was treated with antibiotics as a precaution; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. The connection between the adapter and a transfer set and pd catheter were tested with no issues noted. Functional leak testing did not find any leaks. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.